Manufacturer narrative:
Device evaluation: the device was returned in two (2) different parts ¿ the proximal shaft (hub and 30cm of the proximal outer shaft and the distal portion of the balloon, the tip and a portion of the guide wire tube damaged and stretched. The balloon was analyzed and no evidence of a balloon burst was noted. The catheter shaft was broken close to the proximal balloon welding. Continued from block. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion in the left distal anterior tibial artery (ata) using amphirion deep dilatation balloon catheter. The target lesion is fibrous, little calcified with 40% stenosis, artery diameter is 3mm with lesion length of 250mm. It was reported that the implantation of balloon catheter was made accordingly to the standards. 6f terumo introducer was used and 0,014" guide wire. The balloon was inflated in the artery in ankle area. Deflation was not possible for unknown reason as the inflator worked correctly. Probably the balloon burst or had some small damage at the distal tip. Blood appeared in the inflator but in the scopy it was still visible as the balloon was full. The physician pulled the balloon as far as it was possible, but with big resistance. The balloon was inserted into the guiding catheter and at the level of sfa it was not possible to remove it, so the surgery was necessary. During the procedure the balloon busted (probably on the tip) in the way the mixture of nacl and contrast was still in the balloon. The physician had to remove non deflated balloon which effected in the complete damage if the balloon and the retrieval of the catheter and the balloon itself had to been made surgically. The balloon was surgically removed from the patient. No further patient injury or other sequelae reported for this event.